Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states non-hodgkins lymphoma, cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation of acute kidney injury. The manufacturer was made aware of this complaint through a representative of the customer. In box b: event date is updated in this follow-up. In box b: describe event or problem will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging with non-hodgkins lymphoma, cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product brand name, model number (rfb), model number, catalog item identifier (rfb), catalog item identifier are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: (device) problem code grid, remedial action init (rfb), remedial action initiated, recall (z) number (rfb), recall (z) number are updated in this follow-up.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging non-hodgkins lymphoma and cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was 1 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Section-g and h has been updated.